Event description:
A malfunction was reported on the pump by the caller, identified with malfunction code malf 12. The caller did not mention any notable events before the malfunction, and it was unknown if the issue affected the customer's blood glucose level to exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, but the malfunction code recurred, prompting the decision to replace the pump. The caller was informed about receiving a replacement pump with updated software and training available through their tandem source account. The caller will use multiple daily injections (mdi) as a backup therapy until the replacement pump is received, and they were instructed on returning the faulty pump within ten days. There was no adverse impact reported on the customer¿s blood glucose level.